Event description:
In ep lab for av node ablation and permanent pacemaker insertion. The battery in the pacing unit failed. The pt's heartrate was 30. No warning signs of "low battery" was seen by any of the staff. It took about 2 minutes to change battery. No harm to pt.